Manufacturer narrative:
The field service representative (fsr) inspected the module and the cable, ict to ict pre amp. The fsr replaced the cable, ict to ict pre amp, which resolved the issue. Return testing was not completed as returns were not available. The instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the alinity c processing module did not identify any trends associated with the complaint issue. A review of tracking and trending for the cable, ict to ict pre amp did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity c processing module for serial (B)(6) or the cable, ict to ict pre amp was identified.

Event description:
The customer observed falsely elevated sodium results on the alinity c processing module for two patients. The following results were provided (reference range na 136 - 144 mmol/l): sid (B)(6) , initial na result= 169 mmol/l, repeat na result= 134 mmol/l. Sid (B)(6) , initial na result= 160 mmol/l, repeat na result= 139 mmol/l . There was no impact to patient management reported.

Event description:
The customer observed falsely elevated sodium results on the alinity c processing module for two patients. The following results were provided (reference range na 136 - 144 mmol/l): sid (B)(6), initial na result= 169 mmol/l, repeat na result= 134 mmol/l. Sid (B)(6), initial na result= 160 mmol/l, repeat na result= 139 mmol/l . There was no impact to patient management reported.

Manufacturer narrative:
Compete entry for section a1 - patient identifier: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.